Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. The customer did not report any symptoms. The customer initially called regarding set not sticking. Troubleshooting was not performed. The customer's infusion set were replaced. The product was not returned for analysis.